Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific post market laboratory for analysis. Upon receipt at our post market quality assurance laboratory the device underwent visual inspection, leakage testing, and microscope inspection. No outer abnormalities were found. An attempt to purge air out of the faradrive sheath by injecting deionized water into the flush lumen port was unsuccessful, as water was observed to leak from the handle cap. Therefore, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Removal of the handle cap to identify the source of the leak, found the flush lumen to be torn where the adhesive filet bonds the flush lumen to the valve hub of the sheath. The defect was observed to leak as deionized water was injected through the flush lumen port, confirming this defect to be the source of the leak. The reported clinical observations were confirmed by the analysis. Correction to the initial MDR in block(s) d1 common device name: corrected from "cardiac irreversible electroporation system catheter" to "vascular guide-catheter, single-use".

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the catheter was inserted an attempt to aspirate the sheath was made, but foam was sucked back into it during the attempt. After the sheath was checked and a second unsuccessful aspiration attempt was made, the sheath was replaced. The procedure was then completed with no patient complications. The device has been received at the boston scientific post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at the boston scientific post market laboratory where it is awaiting analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the catheter was inserted an attempt to aspirate the sheath was made, but foam was sucked back into it during the attempt. After the sheath was checked and a second unsuccessful aspiration attempt was made, the sheath was replaced. The procedure was then completed with no patient complications. The device has been received at the boston scientific post market laboratory where it is awaiting analysis.